Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the arterial and venous adapters of the device were noted to be cracked during dialysis treatment. It was stated that the catheter was not repaired, tego was not utilized, and no instrument was used to loosen or tighten the device. There was leakage found in the luer adapter. The catheter was replaced in order to resolve the issue and the treatment was completed. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the blue luer adapter was cracked and broken. The clear luer adapter, extension tubes and cannula appeared intact. A functional evaluation found that the catheter was submerged into a water bath. The end was clamped, and a syringe was used to inject air to observe leakage. No air bubbles were present. The clear adapter side was tested with acceptable results. A test guide wire was used and passed through the lumen with no occlusion. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken blue luer adapter may occur with improper handling during the clinical application. The root cause of the observed damage was found to be due to the device not being used as in tended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the arterial and venous adapters of the device were noted to be cracked during dialysis treatment. It was stated that the catheter was not repaired, tego was not utilized, and no instrument was used to loosen or tighten the device as this was done by hand. There was leakage found in the luer adapter. Betadine was the cleaning agent used on the device there was nothing unusual observed on the device prior to use and there were no other products being utilized with the device. There was eventual blood loss of 2 to 3 cc but blood transfusion was not performed. The catheter was replaced in order to resolve the issue and the treatment was completed. There was no patient injury.